Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found the reaction wheel "very dirty". The fse cleaned all cuvettes manually. The fse replaced wash station probe #2 that was aspirating slightly slow. The fse found evidence that over flow had leaked onto photometer assembly; lamp alignment was unacceptable. The fse was able to perform lamp alignment and calibration successfully; all passed specifications. Customer calibrated all cc chemistries. Repair verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting cartridge chemistries (cc) "reaction wheel temp out of range" errors on unicel dxc 600 pro synchron clinical system. A customer technical support (cts) performed extensive troubleshooting over the phone with customer. However, the problem was not resolved and the customer continued to get temperature wheel errors 2-3 times a day. Customer said they were also getting the reaction errors and now cuvettes were failing. Cts had the customer remove the wheel cover and the wash tower and the retaining ring. Per customer, all the screws holding the retaining ring and the reaction wheel were completely loose. Cts advised the customer to do a complete shutdown and power down and remove the wheel. The customer stated there was "lots of dried greenish buildup" under the wheel and on the outside of the wheel and cuvettes. Cts told the customer how to clean the cuvettes and the wheel. Customer called again and while troubleshooting the issue with cts, they discovered that cuvette 46 was wet. Customer was told to stop using the instrument, and was advised how to troubleshoot the probe aspiration. The customer called cts back and stated they found that probe #1 was the one that was not completely aspirating the cuvette fluid. Per customer, they replaced that probe and asked what alignments they needed to do. Cts generated a service request. No injury was reported on this issue.